Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion jaw will not close entirely. This occurred the first time using the scorpion in a case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 15437587 was received for investigation. Visual evaluation of the returned device noted no apparent issues with the exterior of the device. Functional testing was performed by actuating the device and it was found that the jaws would not close completely as intended. The cause for the reported failure can be attributed to an internal manufacturing issue. Refer to record cross references. Refer to investigation photos.